Event description:
User facility reported, a uterine perforation following a novasure procedure. The first disposable novasure device used in this procedure failed the cavity integrity assessment (cia) test. A second device completed the ablation. The physician reported on 04/09/2008 that following the procedure, she was performing a laparoscopy tubal ligation when she noticed a blanched area at the top of the uterus and a "possible perforation". The physician reported, she examined the intestines as thoroughly as possible and no other area of "compromise" was seen. The pt was discharged home the same day. Additional follow-up was received on 05/05/08. The physician now feels she saw a definite perforation during the laparoscopy a month earlier. She reported, the pt returned to her office on 04/11/08 with abdominal discomfort. The pt had a computed tomography (CT) scan of the abdomen and pelvis, results normal. The pt is presently doing fine.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number were not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed.